Manufacturer narrative:
During the procedure, the proximal shaft of the sakura dura star, 4.00 x 10 balloon catheter was broken into 2 pieces. The physician successfully withdrew it from the guiding catheter and changed another one to complete the procedure. There was no impact to the patient. After the physician withdrew the balloon from patient, he found the shaft kinked and broken. Prior to inserting, the product was not kink, bends, fracture, separated or damage in any way. During delivery or use there was no resistance/friction between the guidewire and catheter. Other device utilized during the case consisted of xb 3.5 guiding catheter and atw guidewire. After the event, another guiding catheter and guidewire were utilized to complete. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The complaint received states that during an interventional procedure, the durastar balloon shaft became kink / bent and then separated in the patient. The product was prepped and handled according to (IFU) instruction for use and no anomalies were noted prior to insertion into the patient. During delivery there was no resistance/friction between the guidewire and catheter. Ancillary devices used were of xb 3.5 guiding catheter and atw guidewire. During use, the physician noted that the device had kink / bent and then separated. The physician successfully withdrew the separated pieces from the guiding catheter. After the event, another guiding catheter and guidewire were utilized to successfully complete the procedure. There was no report of injury for the patient. One non-sterile sakura dura-star 4.00x 10mm was received coiled inside 2 plastic bags. Two kinks were observed at 8.5 and 18.5 cm from distal end. One bent and the separation were detected at 52 and 54.5 cm from proximal end. Balloon was not already inflated; guidewire lumen presented blood residues. Picture was taken, there was evidence of that unit was bent prior separation. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported ''body/shaft separation'' was confirmed. The exact cause of the failure reported by the customer complaint and kink/bent shaft condition could not be determined; during the process there is a control to prevent these conditions. Procedural factors could contribute with the issue experienced by the customer. Neither the (DHR) device history record review nor the product analysis suggests that the issue is related to the manufacturing process of the unit. Therefore, no corrective or preventive action will be taken. The complaints of shaft kink / bent and separated were confirmed on analysis; however, the exact cause of the confirmed failures could not be determined. There is no evidence of manufacturing or design issues that contributed to the events. Inspections are in place to ensure that no damaged products leave the facility. No corrective action is required at this time. Review of the information suggests that vessel, lesion and procedural issues may have contributed to the confirmed kink / bent and separated complaints.

Manufacturer narrative:
One non-sterile sakura dura-star 4.00x 10mm was received coiled inside 2 plastic bags. Two kinks were observed at 8.5 and 18.5 cm from distal end. One bent and the separation were detected at 52 and 54.5 cm from proximal end. Balloon was not already inflated; guidewire lumen presented blood residues. Picture was taken, there was evidence of that unit was bent prior separation. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported "body/shaft separation" was confirmed. The exact cause of the failure reported by the customer complaint and kink/bent shaft condition could not be determined; during the process there is a control to prevent these conditions from leaving the facility. Procedural factors could contribute with the issue experienced by the customer. Neither the DHR review nor the product analysis suggests that the issue is related to the manufacturing process of the unit. Therefore, no corrective or preventive action will be taken. Additional information will be submitted within 30 days of receipt.

Event description:
During the procedure, the proximal shaft of the sakura dura star, 4.00 x 10 balloon catheter was broken into 2 pieces. The physician successfully withdrew it from the guiding catheter and changed another one to complete the procedure. There was no impact to the patient.